Event description:
Cpi received info that this implantable pulse generator (ipg) was pacing inappropriately. The pt noted being shocked externally. The pt is a electrician and was shocked externally by an ac source. This was an induced event. No allegation of ipg failure prior to shock. The ipg has not been returned.